Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced weakness in legs and almost lost consciousness, but was still conscious. The cgm was reading 71 mg/dl and the blood glucose reading was 28 mg/dl. The patient was treated by her husband with glucose, grape sugar. It was confirmed that the third-party intervention from the husband was necessary due to the severity of symptoms as the patient was about to lose consciousness. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. At the time of the report the patient was stable. No additional patient or event information is available.